Event description:
A ventilator was returned to the manufacturer for service. A "service required" code was found in the ventilator's downloaded error log related to low o2 and failed pressure test. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information that a ventilator was returned to the manufacturer for service. A "service required" code was found in the ventilator's downloaded error log related to low o2 and failed pressure test. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.